Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, at the time of firing, the load had already pre-fired. They opened a new reload to complete the case. There was no patient injury.